Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a less invasive stabilization system drill bit broke off and part of it was left in the patient during a procedure. A second drill bit was used to complete the procedure. The broken drill bit was discarded and procedure completed without any adverse event or delay in the procedure. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.